Manufacturer narrative:
The patient's lifevest was not returned for evaluation.biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open infected sore. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient was advised to use neosporin on the wound. Follow-up attempts were unsuccessful, and the patient's medical outcome is unknown.